Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to perform functional testing due to keypad anomaly also, unable to verify battery out limit or low battery alarm due to keypad anomaly. No blank display. The lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display. However, he was able to change the battery and resume normal insulin pump function. A self test was performed and the device passed. His device also had unresponsive buttons that prevented him from reprogramming his time and date. The patient did not recall any drops or bumps that damaged the device. Additionally, the customer has cancer and was hospitalized. His blood glucose went up to the 500 mg/dl during the hospitalization. The customer had also experienced low blood glucose incidents in the 40 mg/dl range. Due to the insulin pump issues, the device will be returned and replaced.